Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by abdominal pain, weakness and ¿didn¿t look well.¿ the caregiver reported three days prior to the peritonitis event, a leak was coming from the ¿extension set¿; however, based upon the report that the set had to be replaced by the clinic, it is more likely that the patient was referring to the transfer set. The caregiver reported that there was a small hole in the tubing. The patient was placed on unreported prophylactic antibiotics and sent home. A few days later, the patient presented to the emergency room and was admitted to the hospital. The patient was treated with unspecified intravenous antifungal medication (dose, frequency and duration not reported). On an unreported date, the pd catheter was removed and the patient was placed on hemodialysis. The patient was discharged after one week. At the time of this report, the patient continued to be treated with oral fluconazole. It was unknown if the peritonitis event had resolved or if the patient was recovered. No additional information is available.